Event description:
It was reported that there was an issue with an implantable stimulator (ins) during an implant several days before the date of this report. The device was returned for analysis. Device information could not be obtained. Patient information could not be obtained.

Manufacturer narrative:
(B)(4).